Event description:
The patient had a model 5388 epg connected. While she was being turned, the device turned off. The patient went asystolic. The emergency vvi button was pressed and the patient paced. No low battery display. The epg was changed for another model 5388 with a new battery. Eleven hours later, she was to be turned, and again, the device turned off. Emergency vvi was pressed after she went asystolic, and she was paced. Follow-up information received reports there were no further patient complications as a result of this event. A medwatch was received reporting the patient alarmed for asystole. The device was noted to be off. It was turned on using emergency, and the battery light was flashing indicating low battery. A new device, with a new battery, was placed on the patient. The patient again alarmed for pacer malfunction and was asystolic. The device was off and a new battery was placed. During both events, she was turned on her side getting a bath. The patient was taken to or for permanent pacemaker implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: analysis could not duplicate the reported event. The device passed electrical testing with no anomalies found. The battery contacts were replaced as preventative. Analysis of the device is in process; the results will be forwarded when available.